Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor, battery faults) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's battery was unable to power on a monitor and was experiencing battery faults.